Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer requested for a getinge service territory manager (stm) to perform a preventative maintenance (pm) on the iabp which had not been performed in over a year. Upon evaluation f the iabp by the stm, the batteries passed the 120 minutes runtime test and a check of the error logs evidence that on the day of the event, the iabp ran for a total of 2 hours and 42 minutes on the patient, and for 19 minutes of that time the iabp was plugged into ac power. The stm was unable to identify a failure of the iabp. Which passed all functional and safety tests as per factory specification and was returned to the customer for clinical use. In addition, the customer recently purchased a portable power supply to use during patient transports.

Event description:
The customer stated that during patient transport, the cardiosave intra-aortic balloon pump (iabp) battery power indicated 25 minutes of power left, then suddenly said less than 3 minutes. The customer was able to plug the iabp into the hospital power outlet there was no patient harm, and no adverse event was reported.